Manufacturer narrative:
(B)(4). Date of event: unknown as information was not provided. Date of implant: unknown as information was not provided. Gma 510(k): similair to device with 510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: received a call from a patient who has a cook device fitted. "Most likely it is a pi product as the description provided matched with a tulip retrievable IV filter. He got it fitted a few years ago, and has since had several clots. Since then several different consultants have given conflicting opinions on how long his device can be fitted, and how safe it is long term. His last doctor told him it would be extremely dangerous to remove the device, but that it is dangerous to leave it also as the legs might have broken on the filter. The patient said he has been advised by doctors that the product has ¿chronically thrombosed¿ and that ¿the legs of the product have penetrated the vena cava wall". (B)(4): event received from (B)(4) adverse incident report: this device has been left implanted in me beyond the manufacturer's recommended timescales (which the doctor informed). Blood clots in both legs. - chronic thrombosis. The attaching legs of filter have gone through the vena cava wall. Patient outcome: the device remained inside the patient¿s body. The patient experienced adverse effects due to this occurrence: "patient has reported clots, possible fracture of filter legs, length of time since placement.

Manufacturer narrative:
(B)(4). Summary of investigational findings: no imaging is provided to assist the investigation and patient's medical records are unknown at this time. Therefore, no conclusion can be drawn regarding the filter being "extremely dangerous to remove" but also "dangerous to leave". Also, no conclusion can be drawn regarding the reported "chronic thrombosis" and/or "the attaching legs of filter have gone through the vena cava wall." It is initially reported by the patient that "I think the legs have broken on the filter". However, since filter breakage/fracture does not appear from the (B)(4) adverse incident report, this is not considered likely. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Reference is made to IFU, potential adverse events: pulmonary embolism; filter embolization; vena cava occlusion or thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: received a call from a patient who has a cook device fitted. "Most likely, it is a pi product as the description provided matched with a tulip retrievable IV filter. He got it fitted a few years ago, and has since had several clots. Since then, several different consultants have given conflicting opinions on how long his device can be fitted, and how safe it is long term. His last doctor told him it would be extremely dangerous to remove the device, but that it is dangerous to leave it also as the legs might have broken on the filter. The patient said he has been advised by doctors that the product has ¿chronically thrombosed¿ and that ¿the legs of the product have penetrated the vena cava wall." On 01aug2016: event received from (B)(4) adverse incident report: this device has been left implanted in me beyond the manufacturer's recommended timescales (which the doctor informed). Blood clots in both legs. Chronic thrombosis. The attaching legs of filter have gone through the vena cava wall. Patient outcome: the device remained inside the patient's body. The patient experienced adverse effects due to this occurrence: "patient has reported clots, possible fracture of filter legs, length of time since placement."